Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the island dressing was causing her skin to break out. There was patient involvement and there was an adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).